Manufacturer narrative:
This report is submitted on november 17, 2023.

Event description:
Per the clinic, the patient was administered with oral steroid (specific date and duration not reported) due to the patient experienced fluctuating impedances.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Per the clinic, there are plans to explant the device and to reimplant the patient with a new device due to open circuit; however, this has not occurred as of the date of this report.